Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the catheter of a bd insyte¿ autoguard¿ shielded IV catheter "ruptured" at the time of IV insertion. There was no report of exposure or medical intervention.

Manufacturer narrative:
There was non-permanent damage to the patient in view of the numerous punctures needed to be successful. Traumas are related to pain, stress, alteration of vital signs and traumas to the compromise of extravascular space, directly injuring the vessel structure and triggering impacts on areas close to it. There was no need of medical intervention, there was no prolongation of hospitalization. This event has been over reported and is not reportable.